Event description:
It was reported by the rep the device was used during a laparoscopy. It was reported he tried to use the 512s several times to get across after venous needle used to insuflate. The red button was pushed, but the trocar kept disengaging as he tried to enter the abdomen. A new trocar was pulled and it worked fine. There was no consequence to the pt.